Event description:
During remote monitoring, episodes of noise resulting in oversensing, high pacing impedance, and high capture threshold were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed to be the cause of the event. Abbott technical support was contacted and recommended ra lead replacement, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated further episodes of noise and loss of capture resulting in dyspnea were observed on the atrial lead. Lead fracture was the suspected cause of the event. Lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise, high capture threshold, high pacing impedance and lead fracture were not confirmed. As received, a complete lead was returned in two pieces with the helix stretched/bent and clogged blood/tissue. Electrical testing did not find any conductor fracture, but internal shorting was noted. Destructive analysis found the inner insulation was damaged in the distal region consistent with procedural damage. Visual and x-day examination did not find any anomalies expect for the damage consistent with that occurring at the time of the procedure.

Event description:
Additional information received indicated the atrial lead was later explanted and replaced to resolve the event. The patient was in stable condition.